Event description:
It was reported that during advancement and retraction of the unknown otw mini trek ii balloon catheter over the ht floppy guide wire, dragging and sticking was felt. The balloon was used successfully for predilatation. The stent delivery system (sds) was able to advance, the stent deployed and the sds retracted without issue with the same guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.